Event description:
A report was received that the pt has drainage from the midline incision and that the wound opened up and the lead was visible. The physician made a small incision at the midline and re-sewed it back together. The pt was prescribed oral antibiotics.